Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2016 with the following findings: a review of the pump¿s black box showed multiple persistent cs128-0008 alarms. There was moisture corrosion observed on the display screen inside the pump. During investigation, the pump powered on with a distorted display screen. During testing, the ez-prime steps were performed successfully. The pump sleep current draw was found to be above specifications. The pump was warm during investigation, confirming the complaint of a temperature issue. The pump¿s cover was removed and moisture corrosion was found to the display screen, power printed circuit board (pcb), and to the cgm module. Sleep current returned to specification after unplugging the cgm module flex from the pcb. Unrelated to the original complaint, investigation revealed that the audio bolus button cover was torn. A leak test was performed and a bolus button leak was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.